Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer also received two unexpected restart alarms. With the second unexpected restart alarm, the insulin pump had a constant tone. Customer's blood glucose level was 467 mg/dl. He treated his blood glucose level with a manual injection. The customer had rewound the insulin pump prior to calling. The displacement test and manual prime were successful and motor error alarm did not recur. The customer was advised that the device would be replaced and agreed to return the product for analysis.